Event description:
The following has been reported: nurse reported : distal luer lock on ivenix primary administration set fell off during priming. Needed to obtain new tubing set. Patient harm : no. Occurred : during infusion (did not stop active infusion). A preliminary review identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. During the inspection the movil section of the rotating luer lock was separated from the mentioned component. The separated movil section and the cap were not returned for evaluation. Customer complaint is confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a customer or improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. Current process controls detection 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch record fa24j03145 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.